Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The mean age among the patients was reported to 44 years, majority of the patient were female, median weight was 120 kg. The date of incident is unknown. Therefore, the online publication date of the literature article is used as date of incident. Type of investigation codes: review of the manufacturing records could not be performed as a valid lot number was not provided. Engineering evaluation could not be performed as the device was not returned. Author of the literature article has been contacted in order to receive more information. No reply has been proved to date. Literature citation: obesity surgery (2022) 32:1624¿1630. Per the instructions for use (IFU) for the gore® seamguard® bioabsorbable staple line reinforcement, possible adverse reactions may include, but are not limited to: adhesions, hematoma, infection, and inflammation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed: lainas, p., triantafyllou, e., chagué, p., dammaro, c., maitre, s., rocher, l. And dagher, I. (2022). 'Routine early computed tomography scanner after laparoscopic sleeve gastrectomy in high-risk severely obese patients is effective for bleeding or hematoma diagnosis but not for staple-line leak detection: a prospective study', obesity surgery, 32, pp. 1624¿1630. This article evaluates the value of routine early computed tomography (CT) scanner examination in patient undergoing laparoscopic sleeve gastrectomy (lsg) between 2014 and 2020 at antoine-béclère hospital, where 1051 patients there included. To minimize gastric staple line bleeding, all gastric staplings were buttressed with gore® seamguard® bioabsorbable staple line reinforcement. Early postoperative surgical complications occurred in 48 patients: 25 intra-abdominal hemorrhage and 23 staple-line leak, 25 patients suffered active bleeding or hematoma in the early postoperative period. For these 48 patients, 36 required relaparoscopy and drainage (7 required additional endoscopy); 6 patients required pure endoscopy, and 7 patients needed postoperative transfusion.

Manufacturer narrative:
Updated h6: added health effect - clinical code e0505 - hematoma. Review and analysis of all available information fails to indicate a potential root cause of the incident as reported to gore, as the device was not returned and a valid lot number was not provided. Multiple attempts have been made to acquire additional information to classify any possible specific device problem, device identification, patient details and event dates. The author of the literature article did not reply. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined.